Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis :visual review confirms screw breakage ~7 threads down from the base of the bone screw neck. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect. That could contribute to crack propagation. Microscopic examination of the fracture surface by identified a fairly flat fracture , with ratchet marks near the area of crack propagation, and convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient codes: (B)(4) (revision surgery), the product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent stabilization surgery for burst fracture at l1 on (B)(6) in which 8 screws were used on t11, t12, l2 and l3. Post-op, one of the screws on l2 broke at the middle of the screw thread and implant removal was done on (B)(6) 2016. Half of the screw thread which was broken off could not be removed as it in stuck in the pedicle. Only the upper half of the screw was removed, along with all the other implants as fusion has occurred. Revision was done as the screw broke, patient felt the pain as the implant was dangling inside the product came in contact with the patient.

Manufacturer narrative:
X-ray review: "after long segment fixation for l1 burst fracture, hardware was removed. An intra op image is provided showing a retained screw after fracture. Per report fusion has occurred. This was left implanted. It should pose no long term risk to patient. Root cause indeterminate." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.